Event description:
It was reported that on an unknown date post-op, the surgeon advised the patient that the plate was wearing out on one end and suggested adding a cage to help the situation. The patient's new doctor stated that the situation could be stabilized with epidurals. Patient's complaints included 1) waking up paralyzed (about 6 times, since surgery) and inability to move until someone moved the patient's neck. 2) pain on the side of the neck, arms and upper chest. The patient also reported that this injury was due to a car accident and brain damage was suffered as well.

Manufacturer narrative:
(B)(4).

Event description:
It was reported as per medwatch form that on an unknown date, post-op, patient alleged that a few days after cervical bone implant, the patient was unable to walk for 2 to 3 days. It is unheard of in medical profession the high doses of morphine and oxycodone the patient was on after the surgery. Had severe pain in neck, shoulder, hands and in legs. The surgeon told this was permanent and would not be removed. In (B)(6) the patient was told that this was not meant to be permanent implant. The patient suffered from claustrophobia since all MRI. The patient never knew when the patient can raise by head or someone else has to before the patient could move. Severe panic attack due to choking.

Manufacturer narrative:
(B)(4). Unknown although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.